Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the right ventricular (rv) lead had high threshold causing rapid battery drain of the device. The rv lead anddevice were removed and replaced with new lead and new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).